Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facscanto¿ ii system w/fluidics cart was spraying fluid. The following information was provided by the initial reporter: "was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Unknown. What is the source of leak/spill? (Waste or non-waste line) unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Leaking from the wet cart possibly facs clean".

Event description:
It was reported that bd facscanto¿ ii system w/fluidics cart was spraying fluid. The following information was provided by the initial reporter: "1. Was there spray of fluid under pressure? Yes. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Unknown. 5. What is the source of leak/spill? (Waste or non-waste line) unknown. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no. Leaking from the wet cart possibly facs clean."

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facscanto ii cytometer 4/2/2 sys ivd, part#: 338962, and serial#: (B)(6). Problem statement: customer reported a complaint on the spray of fluid not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 10jan2021 to 10jan2022. Complaint trend: there are 9 complaints related to the issue of spray fluid not contained within instrument under pressure; date range from 10jan2021 to 10jan2022. Manufacturing device history record (DHR) review: DHR part#: 338962 serial#: (B)(6), file#: (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a worn fitting. The customer had reported that after performing their daily fluidic startup and cst performance test, they had noticed a leakage around the wetcart and that the facsclean container was light. The customer shut down their instrument and contacted their fse (field service engineer) to set up a field service for the repair. When the fse arrived onsite, they identified the source of the leakage to be due to a worn fitting and replaced the part (pn: 59-10255-00). They then ran several primes, verified alignment per the canto ii service manual, and tightened the violet laser. After the repairs and adjustments, the instrument was functioning as expected with no further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid spray did not come in contact with the customer or bd personnel and no one was harmed during this incident. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were affected. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order#: (B)(4), case#: (B)(4). Install date: on (B)(6) 2010. Defective part number: 59-10255-00 - adpt 1/8inx3/16in for 1/8x1/4 ID. Work order notes: subject / reported: leaking from the wet cart. Problem description: leaking from the wet cart possibly facs clean. Work performed: replaced reducer fitting for clean. Ran several primes, verified alignment as per service manual. Tighten violet alignment. Cause: fitting. Solution: returned instrument to lab after completing repair. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part#: 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The current mitigation's are adequate with rpn under acceptable range. Hazard(s) identified? Yes, no. Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.1 tubing failure. Potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard. Potential cause(s)/mechanism(s) of failure: waste fitting leaks. Current controls: pump compensates for leaking. Recommended actions: n/a. Severity: 8. Occurrence: 4. Detection: 1. Rpn: 32. Mitigation(s) sufficient: yes, no. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a worn fitting. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument was due to a worn fitting. The fse confirmed the issue and replaced the reducer fitting. They then ran several primes and tightened the violet laser. After the repair the instrument was functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.